Event description:
Info received indicates, the left foot siderail will not latch.

Manufacturer narrative:
The tech found the siderail latch plate was bent which prevented the siderail from latching. The bed is a rental and was replaced.